Event description:
Additional information was received that the device was successfully explanted and replaced. No additional adverse patient effects were reported. The device will not be returned as the patient was allowed to keep it at the patient's request.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from the device. Upon interrogation it was observed this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, information suggests that the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.